Event description:
The customer reported to olympus, that the image was not showing on the visera elite video system center. There were no reports of patient's harm associated with this issue.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. The battery was also found to be depleted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿the screen may not appear" was caused by a defect in contacts due to corrosion of the video-adapter-receiving junction and failure of the locking site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.